Event description:
During an atrial fibrillation ablation, a farawave pulsed field ablation catheter was selected for use. During procedure, it was noted that an error message was displayed when device was in basket and it only could be irrigated in this position. It was switched pump tried different pose basket. The catheter was replaced, and procedure was completed with no patient complications. The device is not expected to be returned as it was disposed, therefore the lot number is not available.

Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.